Event description:
It was reported that patient presented for a generator change out, and it was noted the device could not be interrogated prior to procedure. Upon explanting the device, the physician noted that the can was bulging beyond the normal dimensions of the can.

Manufacturer narrative:
Analysis was normal. No anomalies were found.